Manufacturer narrative:
The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: 4194-78 lead, implanted: (B)(6) 2007; dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient "suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed." It is also alleged that the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." The patient "has suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective [lead] removed or replaced." It was further reported that the patient called to report being shocked due to the right ventricular (rv) lead being recalled. The patient was inappropriately shocked by the rv lead due to oversensing of noise. The rv lead triggered a lead integrity alert (lia) for oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.